Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. As per medical records the patient underwent a right subclavian implantable port placement procedure. Procedure was completed and single x ray was taken on the table in the supine position, confirming good positioning of the catheter into the right side of the heart with no kinking. Medi port was accessed and demonstrated good return without any pressure and flushed easily with additional dilute heparin solution. The patient was taken back to the recovery room. Approximately two years five months later the patient was diagnosed with sepsis secondary to endocarditis on vegetations on the heart valve and port infection. Same day removal was planned and removed, patient had no blood loss and returned to the recovery room and subsequently to the ccu in good condition. Sample sends for culture. Therefore, it can be confirmed that the patient experienced unspecified infection, sepsis and endocarditis. However, the relationship to the port is unknown at this moment. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, component, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2013, a patient underwent port placement via the right subclavian vein intravenous access. Approximately two years, four months and twenty six days later, on (B)(6) 2016, the patient was diagnosed with an unspecified infection. It was further reported that the patient was also diagnosed with sepsis secondary to endocarditis. Subsequently, on (B)(6) 2016, the port was removed. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.